Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and pancreatitis on (B)(6) 2018 with blood glucose of 300 mg/dl to 400 mg/dl. Customer¿s current blood glucose level was 150 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with intravenous injection, manual injection, in intensive care unit, stress test and echo cardiogram. Customer stated that the insulin pump had received absence of no delivery alarm. Customer stated that the insulin pump had mild heart attack. Troubleshooting was declined for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for two days. No blank display, black screen display anomaly, rainbow display anomaly, unexpected low battery alarm or unexpected off no power alarm noted. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.